Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported an unspecified implant failure occurred. Implant was used with competitor's product. No revision surgery information has been reported.

Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the product could not confirm the stated failure without obtaining the actual device/ product. An investigation by our clinical team showed that it was reported that an unspecified implant failure occurred when the oxinium femoral head was matched with an alumina acetabular insert from an unspecified manufacturer. No revision surgery information has been reported. It is reported that this combination has not been studied nor approval sought in any market. It is uncertain if the implanted device is dimensionally sufficient and appropriate with the implanted oxinium femoral head component. No clinical relevant information was provided to conduct a thorough analysis of the reported issue. No medical investigation can be performed at this time. This case can be re-evaluated upon receiving relevant clinical documents. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.